Manufacturer narrative:
The reported complaint of a user advisory (ua) 12 (lifeband not present) message with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but, was confirmed during archive review. Further evaluation found that the root cause of the ua 12 was due to two screws (which held the lever parallel to the switch case) were loose. Consequently, causing the switch not to close and a ua 12 to appear during compression. The autopulse platform is a reusable device and was manufactured on 2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. There were no physical damages observed during visual inspection; however, (unrelated to the complaint) the encoder drive shaft exhibited binding and resistance. After the screws were adjusted and a clutch plate deburring was performed, the platform was re-evaluated. The platform passed all testing with no faults found and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) stopped in the middle compression and displayed a user advisory 12 (lifeband not present) message. It is not specified what action the patient took following the event. There is no known patient consequence reported.